Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on (B)(6) 2017 reported the patient had a t2 to sacrum "instrumentation at fusion." The patient's spine was rotated 90 degrees as well. The patient was brought back to surgery after getting a lumbar computed tomography (CT) scan. It was noted that the not being able to position the new catheter correctly was resolved. The patient's weight at time of event was (B)(6). No further complications were expected or anticipated.

Manufacturer narrative:
References the main component of the device system the relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Upon further review it was determined that a separate report needed to be created for the "the hcp was not able to position the new catheter correctly", see regulatory report # 3004209178-2017-19264 for information regarding the existing implanted catheter not being patent.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml gablofen baclofen at a minimum rate dose via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the rep was currently in the operating room (or) replacing the patient's pump (due to normal elective replacement indicator) on (B)(6) 2017. The hcp was not able to position the new catheter correctly so they were to bring the patient back on (B)(6) 2017 and implant the catheter as well. The pump was implanted with the pump connector attached (held with 3 hemoclips). The patient was to be brought back tomorrow on (B)(6) 2017 to finish the implant procedure. The pump was to be updated to deliver a daily dose of 700 mcg/day once the full implant was complete. No symptoms were reported and no further complications were expected or anticipated.